Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringe plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 309628; batch no: 9204148. It was reported that when administering flu shots, the pharmacist had a hard time pushing on the plunger. The pharmacists are having a hard time pushing in the plunger-it's like it is stuck. In one instance the pharmacist could only push in 0.1 ml of the flu vaccine into the patient and had to remove it and then get another syringe to administer the rest of the 0.4ml dose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringe plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 309628 batch no: 9204148. It was reported that when administering flu shots, the pharmacist had a hard time pushing on the plunger. The pharmacists are having a hard time pushing in the plunger-it's like it is stuck. In one instance the pharmacist could only push in 0.1 ml of the flu vaccine into the patient and had to remove it and then get another syringe to administer the rest of the 0.4ml dose.